Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to healthcare facility due to dizziness and/or lightheaded. The right ventricular (rv) lead exhibited high threshold-output and possible loss of capture. The patient was not admitted and was advised to follow up with the primary physician. The rv remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.